Event description:
The company representative on behalf of the customer reported, the evis lucera elite colonovideoscope exhibited e315 (no image) scope error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and a device evaluation could not confirm the reported allegation. Additionally, it was noted, the bending angle was insufficient and play of the angle knob was out of normal state due to the elongation of the angle wire. Scratches were found throughout the device. The adhesive of the bending section cover was missing. Liquid leakage to the scope connector was observed. Discoloration of the objective lens was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.